Event description:
It was reported that the pump declared an altitude alarm 21 due to possible exposure to condensation or humidity. There was no adverse impact to the customer's blood glucose level. To address the issue, the customer suspended insulin delivery and attempted to resume it by cleaning the pump and changing the cartridge, but the alarm persisted. Following a two-hour wait to allow moisture to evaporate, the customer successfully resumed pump operation with a new cartridge. Technical support provided guidance and tips to prevent future altitude alarms, which the customer acknowledged.